Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿8h protocol biopsie/pezzi piccoli¿ protocol comprising 270 cassettes which started in retort a at 15:22 on (B)(6) 2025 and completed successfully at 06:15 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. Information received from the assigned leica senior application consultant detailed ¿the last alcool [sic] was at 83% (instrument though it was 99.5%) so samples were not completely dehydrated before xylene.¿ based on the information received from the assigned leica senior application consultant, the final dehydrating step of the protocol used ethanol with a concentration of 83%, which is not appropriate for use in the final dehydrating step of a protocol. The root cause for ¿samples difficult to read¿ was due to the use of a reagent of inappropriate concentration for the final dehydrating step of the protocol. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.

Event description:
On (B)(6)2025, leica biosystems received the following information: ¿pmdr samples difficult to read¿ hard-to-read samples¿. The assigned leica senior application consultant documented: ¿we still don¿t know if all the samples were diagnosable, customer is re-processing today. They were hard to cut with smudgy nuclei. The last alcool [sic] was at 83% (instrument though it was 99.5%) so samples were not completely dehydrated before xylene.¿ on (B)(6) 2025, the assigned leica field service engineer (fse) visited the customer site and documented: ¿¿the instrument transfer reagent from the unused bottles to the used bottles during the programs¿minimum verification test ok, visual inspection ok, no leaking inside¿. On (B)(6) 2025, the assigned the leica application consultant ¿ italy (fas) documented that the affected patient tissue samples were derived from one (1) ¿8h protocol biopsie/pezzi piccoli¿ protocol comprising 274 (95 cases) cassettes executed in retort a, which started at 16:00 on (B)(6) 2025 and completed at 07:00 on (B)(6) 2025. The affected patient tissue type(s) and size(s) were documented as ¿different kind of biopsies (breast, prostate, skin, gastrointestinal, colon, ¿)¿ and ¿1-10 mm¿, respectively. The affected patient tissue artefact was described as ¿unstained nuclei and or ¿blue hue¿ and ¿nuclear meltdown¿, epithelial tissue shrink¿ and re-processing of the affected tissue samples was ¿ongoing. Standard manually reprocessing for initial reprocess samples. Other samples will be reprocessed with another instrument [name] and with a standard reprocessing protocol.¿ the customer measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles except bottle 4, which had a measured concentration of 83% and a software concentration of 99.5%. The fas also documented ¿¿I visited the customer on (B)(6)2025¿the customer complaint was that the samples they are cutting (processing finished the morning of the (B)(6)2025) were difficult to section. The anatomic pathology technicians checked the ethanol concentration the (B)(6)2025 and find some ethanol bottles with different percentage compared to the peloris sw. They also detected that some bottle had liquid more than max level, and other less than min level. They changed the bottles (4 ¿ 7 - 8) with new ethanol reagent at a right percentage (respectively 100%-70%-95%) and correct on the sw instrument. Then they started new processing with no problem for the samples the day after. On the afternoon of (B)(6)2025 I visited the pathologists who had just received the he-stained slides of the ruined samples. Looking at the slides with them we detected the artifacts reported above in this document. We have detected that in the run the last bottle of ethanol before xylene was bottle 4 (99.5% for the sw but 83% in reality), so the samples were not completely dehydrated before clearing agent.¿ on (B)(6)2025, leica biosystems melbourne received information from the leica application consultant ¿ italy that ¿the lab is still re-processing samples. Until now we have 3 undiagnosable cases on 95 cases involved. Total biopsies involved were 279.¿ re-biopsy has been recommended but not performed for the affected patients. Patient identifiers for the affected patients were not provided.